Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-39412. It was reported that a patient presented in-clinic for a right atrial (ra) and right ventricular (rv) lead explant procedure. The patient had previously reported discomfort, and prior examination of the ra and rv leads had revealed both leads had dislodged due to twiddler's syndrome and that the rv lead was stimulating the phrenic nerve, leading to the reported discomfort. No other electrical issues were reported. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.